Event description:
It was reported that during the implant procedure the pulse generator exhibited backup operation. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the pulse generator was in backup mode. After downloading the product code normal function resumed.